Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse when the left intellidrive handle is plugged in. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed trouble shooting over the phone and found the intellidrive junction power control board was inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. Hill-rom technical support shipped the part to the account, which replaced the intellidrive junction power control board to resolve the issue. Based on this information, no further action is required.